Event description:
It was reported that the patient presented for a routine pacemaker change procedure. It was noted during the procedure that the physician was unable to release a lead from the pacemaker header. With extra pressure the lead was eventually released. The issue was thought to be with the pacemaker as the lead was subsequently tested and found to have no issues. The pacemaker was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. Tools in the field were used to dig into the stripped inset walls so that the setscrew could be turned to untighten it. The lead could then be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.